Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, after pocket was opened it was noted that the right ventricular (rv) lead exhibited insulation breach and kink which was able to be confirmed visually. The rv lead capped and replaced on (B)(6) 2025. The patient was stable.